Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received an unspecified lower scan result on the ADC device compared to an unspecified reading obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms such as cramps on right side of body, dehydration and was unable to self-treat. The customer further reported receiving third-party treatment from a healthcare professional (HCP) however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.